Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that no motorized movements were available on both stands. Review of the system log file confirmed the malfunction as there was error in application, so the motor power dropped. Upon troubleshooting, fse found a problem where the camera geometry subsystem initializes properly, but an application error on the geo-ipc geometry machine is causing issues. To resolve the issue, fse reinstalled the software of the geo-ipc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the motorized movements were not available on both stands.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.